Event description:
#4fr midline inserted right cephalic vein within 24 hrs pt developed painful rt upper extremity with hard cord from insertion site and 4-6" up vein with red streak present. Line discontinued and midline replaced left upper extremity without problems with other brand midline.